Event description:
The customer called and reported experiencing low blood glucose of 45 mg/dl, after it had been 347 mg/dl an hour before that. The customer treated for low blood glucose with food. Customer's blood glucose ascended to the level of 84 mg/dl. The customer advised there were black areas on the insulin pump screen. Troubleshooting was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.